Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display lens was noted to be cracked and when powered on, the display was dim with pink contrast.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, the display lens was noted to be cracked. On investigation the pump powered on with a dim display with pink contrast. A new test display was connected to the pump and illuminated properly. Unrelated to the complaint, evaluation revealed a cracked battery compartment from the threads to the seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.